Event description:
During a laparoscopic colon resection, the lap disc bottom ring tore off. The surgeon created a purse string suture around the incision to continue the hand assisted procedure. To date there is no known clinical impact to the pt.